Event description:
It was reported that during an mtp of the left foot the screwdriver broke. According to the reporter the tip of the screwdriver snapped off and is stuck in the head of a distal locking screw. The reporter stated that the broken tip was flush and there was no injury to the patient. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that an mtp fusion of the left great toe was performed. The broken tip remains in the second screw inserted, neither protruding nor retrievable. Patient demographics (date of birth and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is applying to much torque to the driver after the locking screw is fully seated in the plate. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.